Manufacturer narrative:
Additional information: e2, e4, g1, g2, h6, h10. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 15oct2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure q6 200194311 which does not correlate to the customers reported issue.

Event description:
It was reported that the device alarmed and displayed error code 357.6020 for keyboard failure. The tech recommended replacing the front case and keypad. Also replaced logic board. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device alarmed and displayed error code 357.6020 for keyboard failure. The tech recommended replacing the front case and keypad. Also replaced logic board. There was no patient involvement.